Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter was confirmed but the root cause could not be determined. The product returned for evaluation was one 4fr sl groshong catheter tubing. A gross visual inspection of the returned catheter found that a v-shaped tear was present at the 26 cm depth marker. Microscopic inspection of the tear site found that an additional tear, which was longitudinally aligned, was present just above the v-shaped tear. Further inspection of the v-shaped tear found that the split surface was smooth with a repeating pattern of triangular indentations present. Additionally, the edges of the split were angular. These features suggested that some type of instrument contributed to the damage observed. The teeth of an instrument (i.e. Forceps) may cause patterns of indentations like the one seen on the split surface. However, there was not enough evidence gathered to conclusively determine what instrument caused the damage or when and where the damage occurred. Therefore, the root cause remains unknown. This complaint will be recorded for future trending and monitoring purposes.

Event description:
Additional information received on 06nov2025; the leak was external to the patient. The catheter was secured with statlock. The hole in the catheter was larger than necessary for the repair. The punctured part was cut off and discarded. No patient injury or delay in treatment.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed; however, the exact cause is unknown. One photograph and one video of a groshong catheter was returned for evaluation. An initial visual observation of the photograph showed the device outside of the patient with a longitudinally aligned split evident in the catheter tubing. No details of the split could discerned from the photograph and video. No obvious use residue was observed. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that the catheter was punctured. It was checked during preparation. No harm to patient's health.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.